Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, removal difficulty occurred. The physician attempted to advance the 4.00x32mm taxus express2 drug eluting stent (des) into the unspecified target lesion, but could not get the device into the lesion. When the physician tried to withdraw the taxus express2 des back into the guide catheter, the device started to crimp. The physician then successfully removed the guide catheter along with the taxus express2 des from the pt. Then the physician tried the same procedure with a 3.50x32mm taxus liberte and had the same result. The procedure was completed using only plain old balloon angioplasty (poba). No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.